Event description:
All increase in reactivation of elpas infant security alarms was noted. Inspection of the tags revealed that broken off pieces of the band are staying in the tag after the ends of the cut bands are removed from the tag. The pieces of the band were removed from all the elpas tags with a paper clip and canned air spray with a subsequent decrease in the reactivating alarms.